Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) does not turn on. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The issue was caused by the pcb, color video receiver is damaged, causing the machine to have an alarm and cannot turn on the machine. The fse replaced the pcb, color video receiver to resolve the issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The machine can be used normally.